Event description:
It is reported that this pt rec'd an anatomical reverse prosthesis in late 2006. In early 2008, she dislocated. According to the physician, the post-dislocation x-rays documented minor radiolucencies around superior glenoid screw and central glenoid peg. Revision was scheduled as a poly exchange to improve stability by increasing the constraint in tension. Intraoperatively, it was discovered that the poly liner was severely eroded inferiorly/anteriorly from what appeared to be scapular notching of the humeral prosthesis on the inferior scapular neck. It was further discovered that the notching had exposed the inferior glenoid screw. After removal of the glenosphere, it was discovered that the glenoid component was not completely secure. Both screws and the glenoid plate were removed. The central hole was re-drilled with glenoid bit, but without a guide pin. The same plate was re-implanted, and the same superior screw was re-inserted. A new drill hole and a new longer screw was placed inferiorly down the scapular column. After trailing, a size 40 glenosphere was implanted along with a +9 mm / +6 mm offset humeral plate with a +3 mm / 40 poly, the previously implanted size 36 glenosphere, +3 mm / 36 poly, and inferior screw were left with the hosp.

Manufacturer narrative:
This report will be amended when our investigation is completed. A check of the mfg documents was not possible due to missing lot #.